Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no:(B)(4) batch no: 9184144 it was reported that the pen needles bend sideways during the injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes? D.10 returned to manufacturer on: (B)(6)2020. H.6. Investigation summary customer returned six (6) 32gx4mm bd pen needles from lot 9184144 (3 used and 3 unused). Consumer reported pen needles bending during his injections. All six returned pen needles were examined and it was observed that the three pen needles returned after use had bent patient end (pe) cannulas. The three pen needles returned unused were tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube sample good/good 0.0092 good sample good/good 0.0092 good sample good/good 0.0091 good all 3 tested pen needles tested within specification. No evidence of manufacturing defect was observed on the returned pen needles. Since the 3 pen needles with bent pe cannulas were returned after use, and no manufacturing defects were observed, the probable cause of the bent pe cannulas is user error when using the pen needles. If the user removes or reattaches the cannula shield obliquely, or if the user does not use proper injection technique, the pe cannula may be bent during use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box 1200 us were unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no:320550, batch no: 9184144. It was reported that the pen needles bend sideways during the injection.